Manufacturer narrative:
Investigation summary: one syringe sample was received for evaluation. It has a rolled stopper. One photo was also provided showing the sample with the rolled stopper. Failure mode is verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with abnormal stopper.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with abnormal stopper.